Manufacturer narrative:
H11: through follow-up communication, it was reported to livanova that the trained hospital biomedical engineer was not able to reproduce the error code while inspecting the device and neither to retrieve it from the users. Review of livanova complaints database revealed no other similar cases notified since unit installation in 2023. Based on the collected information, it cannot be excluded that the most likely root cause of the reported event was a temporary electrical failure, such as a loose connection, that was definitely solved during machine intervention.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message during procedure. No further information (side and/or error code number) is available. There was no patient injury.